Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the catheter sheath was impossible to cut. It was noted that the tip was too rigid, and the physician had to cut the sheath with scissors causing the left ventricular (lv) lead to dislodge. It was not possible to reposition the lead correctly, consequently the lead was left in its final position. The lead remains in use. No patient complications have been reported as a result of this event.